Event description:
Related manufacturer reference number: 2017865-2022-14102. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had sensing issues due to r-wave amplitude variation and it also failed to capture. Additionally, the right atrial (ra) lead was noted to be slightly dislodged which was discovered via a chest x-ray (cxr). The patient was asymptomatic. Programming changes were made to adjust the anomalies with the rv lead, while the ra lead was left as is. The patient was stable throughout the intervention.

Event description:
Related manufacturer reference number: 2017865-2022-14102. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was under-sensing and it also failed to capture. Additionally, the right atrial (ra) lead was noted to be slightly dislodged which was discovered via a chest x-ray (cxr). The patient was asymptomatic. Programming changes were made to adjust the anomalies with the rv lead, while the ra lead was left as is. The patient was stable throughout the intervention.

Manufacturer narrative:
Corrected data: h6 codes and b5; r-wave amplitude variation was changed to under-sensing.